Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: on investigation, the alleged pump suspension issue was not duplicated. Review of black box data did not find any activities related to the complaint. Using the returned caps, the pump powered up to the verify screen with auditory and vibratory features. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any self-suspending issue. No hypersensitive buttons were observed and the pump was able to be suspended and resumed manually. Unrelated to the complaint, the display was found to have a pinkish contrast. Battery compartment cracks were found to the side of the compartment at the threads, above and below the grip pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (suspend) issue. It was reported that there was an issue with the suspend feature. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.